Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was observed that the lead could not be advanced into the pacemaker header despite multiple attempts to adjust the set screw. The physician subsequently attempted to insert an alternative lead into the pacemaker header; however, the same issue persisted. The pacemaker was not used and replaced on (B)(6) 2026. There were no patient consequences.